Event description:
I was utilizing a shower shot, an instrument used by men who have sex with men in order to evacuate their lower intestine prior to receptive anal intercourse using shower water. The water was so hot that it gave me a case of severe hemorrhoids that took months to subside. Colt, inc plus unknown merchants. FDA safety report ID# (B)(4).